Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: there was no unexplained power interruptions observed in the black box. The battery compartment was observed to be cracked alongside of the pump. No damage was found to the battery cap. The battery cap contact height and width measurements met specification. Further testing revealed, the battery cap was unable to secure to the pump properly; therefore the reported intermittent power issue was duplicated. A test cap was used and the intermittent power issue continued.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.